Event description:
On (B) (6) 2010, pt reported, he has had elevated readings since (B) (6) 2010. Pt stated, he started taking injections on top of his infusion device today. Pt reported, he also increased his basal rate up to 140% since 8 am today. Pt stated, his blood glucose readings went up to 249 mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported prior to dinner his blood glucose was 89 mg/dl, he ate dinner and bolused for dinner by the infusion device, and then 2 hours later, his blood glucose was 189 mg/dl. Pt stated prior to the reading of 89 mg/dl, he had given himself insulin by injection as well as had the 140% tbr (temporary basal rate). Pt reported, he switched to his backup infusion device this evening. Pt reported no error messages. Pt stated if he recognizes or feel like his blood glucose is elevated, he will check and change the infusion set. Pt plans to speak with his doctor on (B) (6) 2010. Advised pt to remain on his backup infusion device. On follow up call on (B) (6) 2010, pt reported since he has been on the backup infusion device, he has not had a reading over 118 mg/dl. Pt stated, he switched to his primary infusion device on (B) (6) 2010, and his reading was in the 200 mg/dl range. Pt reported his blood glucose reading was 263 mg/dl while he had his basal rate set at 130% increase. Advised pt to remain on the backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.